Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. All operating currents were within specification. The off no power alarm functioned properly and the insulin pump passed the self test. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for battery out limit and that the keypad was unresponsive. The blood glucose reading was 74 mg/dl. The customer removed the battery and replaced it due to the buttons not responding, and then received the battery out limit alarm. The insulin pump was at the beach but was not exposed to the water. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.